Event description:
While using the side cutter to remove cranial bone, the side cutter drill bit snapped in half. Piece was removed after bone flap was removed. XR \[x-ray]" obtained d/t \[due to]" broken drill bit and confirmed no retained foreign body.